Event description:
It was reported that during an attempted implant, the lead helix was unable to be extended, though the lead was straightened and rotated 20 times. It was attempted several times, but the same results were noted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).